Event description:
Procedure: lap appendectomy. According to the reporter: as the surgeon was firing the stapler, it got harder with each squeeze. After the first two squeezes, it made a funny crunch sound. After looking at the reload post firing, it looks like the pusher bars are not completely deployed in the mid-section of the cartridge. The knife blade cut, but staples did not form in the proper b-shape across the whole staple line. There were unformed staples that came out of the cartridge. They had to open and resect additional tissue.

Manufacturer narrative:
(B)(4).